Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. We have requested that the user facility provide the details of their cleaning, disinfection and sterilization processes. After the device was returned to olympus, it was sent to an independent laboratory for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Two (2) colony forming units (cfus) of revivable micro-organisms were identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with the results of the device evaluation.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and tested positive for greater than 100 colony forming units (cfus) of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing clarification, the device evaluation, and the legal manufacturer's final investigation. The following was result of the culture test, performed at the third-party labs, provided from the user: jun 09, 2022 sampling from: all channels cfu: >100cfu bacterial identification: pseudomonas aeruginosa jun 13, 2022 sampling from: all channels cfu: >100cfu bacterial identification: pseudomonas aeruginosa. The following was result of the culture test, performed at the third-party labs, provided from olympus: sampling from: all channels cfu: 2cfu bacterial identification: coagulase negative staphylococcus the device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: - distal end cap cover -- - insulation < threshold - light guide rod lens (3x) --- cracked - distal end cap cover -- - scratch - bending section rubber glue --- separated - bending tube --- wear, movement - connecting tube --- unclear indication - scope cover --- scratched - key top 1 --- incised, cuts - universal cord --- buckles however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.